Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6)/222246743, UDI#: (B)(4). H6: fdm b17, fdr c20 and img g02030 codes applicable. For product ID: nim4cpb1, serial/lot # : (B)(6)/222030300. H3: product analysis was completed and found that could not duplicate the reported allegation from the customer. H6: fdm b01, fdr c19 and img g02005 codes applicable. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a right parotidectomy case, the patient interface device had an intermittent issue with channel 1. The channel 1 was showing the lead off detected message. The user swapped the channels 1 and 2 and the issue was resolved. Once channels 1 and 2 were swapped back to the original ports, the issue still was resolved. No record of patient or staff impact. User indicated that the intermittent issue was a connection issue, and they were alerted by something on the screen that the connection was intermittent.